Manufacturer narrative:
(B)(4). The clinically applied product was not returned to us for evaluation; therefore, we are unable to identify the specific cause for the problem reported. Records from each manufacturing lot are thoroughly reviewed to ensure that our products are released meeting all current specifications. Although a specific root cause analysis could not be performed, the incident is maintained in our database for a broader trend analysis. If additional information is obtained, or the sample is returned, we will re-open this investigation.

Event description:
According to the reporter the patient was approximately (B)(6), gender unknown. A bowel resection was performed using an eea28 device, date unknown; it was reported that the serosa was torn after stapling. Since the stapler was discarded after the surgery no lot number was available and the device was not returned. There was no anastomotic leak. Follow-up information indicated a post-op anastomotic leak was identified two days later. The patient presented as ill, with nausea and fever. The patient underwent reoperation, and the post-op leak was repaired with sutures. It was confirmed that a leak test was performed during the initial surgery and no leak was evident. There was no unanticipated tissue loss reported. There was no bleeding reported in excess of 500cc. Patient status stable, doing well.